Manufacturer narrative:
Risk assessments indicate a severity: 3 reason: if the electron column falls out of the electron applicator - as it did in this case - this could result in serious injury. The electron column fell out and injured a patient. Probability c: reason: there is no other/analogy complaint identified by the designated complaint unit. The probability was rated as remote. Reporting decision: not reportable in the european union; info to the regional unit for further decisions regarding reporting to national authorities. Further corrective action is required since there was no system malfunctions. Use of proper fastening is clearly defined in the manual (see t2-050.621.10.03.01 chapter 6) and user did not follow instruction in the user manual. Root cause - according to the complaint text, the user did not use the safety clips for securing the electron column but used a tape to fix it. The electron column became loose. There was no system malfunction, since the electron column would have been fixed if the proper fixation device would have been used.

Event description:
A product issue has been reported with our oncor impression plus linear accelerator. In the abundance of caution this issue is being reported. We were informed that when a patient was being treated with electron energy using an electron column applicator with electron insert taped to it the insert came loose and fell on the patient hitting the patient in mouth, breaking a denture and splitting a lip. There was an injury reported. Risk analysis complete. Corrective action decision is complete. Root cause is complete.